Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not confirm the customer-reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly and performed the grip function successfully. Additional observation not reported was that the instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. Failure analysis found the additional failure of frayed grip cable to not be related to the customer reported complaint. The root cause of frayed grip cable -- distal is attributed to a component failure. Additional observation not reported by the customer was that the main tube exhibited signs of scratch marks/abrasions on the distal end. Main tube scratch marks measured roughly 0.03" to 1.08" in length and was not aligned with the tube axis. The material was missing from the surface of the main tube. This failure is most commonly caused by mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing. Failure analysis found the additional failure of the main tube ¿ scratch marks to not be related to the customer reported complaint. Additional observation not reported by the customer was that the instrument was found with insulation damage to the conductor wire. Damage was observed near the yaw pulley exit, exposing bare wire. The electrical continuity test still passed. The material appeared to be lifted off. No material appeared to be missing. Failure analysis found the additional failure of insulation damage - conductor wire to not be related to the customer reported complaint. The root cause is attributed to a component failure for the insulation damage to the conductor wire. Additional observation not reported by the customer was that the instrument was found to have a broken bipolar yaw pulley. No material appeared to be missing as the broken piece was hanging off. No thermal damage was observed at the wrist assembly. This failure is most commonly caused by mishandling/misuse, such as excessive force applied to the distal end of the instrument. Failure analysis found the additional failure of broken bipolar yaw pulley to not be related to the customer-reported complaint. A review of the instrument log for the fenestrated bipolar forceps instrument (part# 470205-17/n13200511 0100) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system sk2465, with 4 uses remaining. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported based on the failure analysis finding of insulation damage to the conductor wire. A bipolar instrument with damaged conductor wire insulation could lead to inadvertent energy transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws did not open properly. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the reporter to obtain further details including the patient demographics, however, no further information could be provided.